Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008,product type: catheter. (B)(4).

Event description:
It was reported that, at the end of summer last year, a refill was missed. The patient experienced extreme body aches, extreme pain and always had stomach problems.